Event description:
Patient reported "breast pain and Capsular Contracture Baker grade Unknown". This record is for the left side. Device remains implanted.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026. A review of the Device History Record has been initiated. If any new, changed or corrected information is noted, a supplemental MedWatch will be submitted. The event of Capsular Contracture is a physiological complication and analysis of the device generally does not assist Allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: Capsular Contracture Baker grade Unknown.